Event description:
The hcp reported that, the pump was refilled and "adjusted". The following day, the pt was admitted to the hospital for lethargy and unconsciousness. The hcp stated that the patient is "doing better and situation has been taken care of". A follow-up report will be sent if add'l info becomes available.